Event description:
A customer contacted beckman coulter inc. (Bci) regarding inconsistent results for c3, c4 and haptoglobin (hpt) generated by the unicel dxc 600 pro synchron clinical systems for several patients. Some of the erroneous results were reported outside of the lab. It is not known if there were any effects to patient treatment.

Manufacturer narrative:
Qc was acceptable at the time of the event. No other chemistries were affected. No other system errors were noted. Service was not requested, since this appears to be a sample specific issue. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.